Event description:
It was reported that during the implant procedure, the pin of the lead was unstable and there was a lot of noise on the right ventricular channel. The physician decided to replace the lead with a new lead. The new lead was successfully implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4): the full lead was returned, analyzed and the distal connector of the lead was extrinsically bent. It was noted that the outer insulation of the lead was extrinsically cut but not breached and visual summary analysis of the lead indicated damage at implant. Electrical resistance and cross continuity test results were within specification. Visual analysis found outer insulation cosmetic cut and the is-1pin bent/ extrinsic.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).